Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 431 mg/dl at the time of incident. Customer reported that the reservoir was not able to locking in place. Customer reported that the retainer ring was cracked. Customer reported that the insulin pump had motor error alarm. Customer reported the drive support cap was normal. Customer did not receive motor position encoder alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed displacement verification test and test was passed. Customer treated with bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Device received with broken reservoir tube lip, broken battery tube threads, broken belt clip slot and cracked case from reservoir tube window corners. The test infusion set and reservoir does not lock into place.